Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was provided, and calcification present in the sinotubular junction (stj) and landing zone were observed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was unable to be confirmed. Available information suggests patient factors (calcification) likely contributed to the event as there was calcification in the stj and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, the 29mm commander delivery system balloon burst at the end of deploying a 29mm sapien 3 ultra resilia valve in the aortic position. The burst was noted to be lateral on the mid-distal aspect of the balloon. It was thought that the burst was most likely caused by heavy calcium. There was some resistance felt at the distal end of the sheath when withdrawing the delivery system into the sheath, but the balloon was able to be recaptured with all material visible. The delivery system was then removed through the sheath. A second delivery system was prepared, and expansion of the valve was completed. The delivery system and sheath were removed from the patient without issue. The patient did very well, and there was no injury or complication related to the balloon burst.

Manufacturer narrative:
Investigation is ongoing.